Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and returned for investigation. Simulated use tests of the air gas module for one week in the reference ventilator did not reproduce the reported issue. Several pre-use checks passed during the investigation. Our investigation has concluded that the reported problem is confirmed in the provided device logs that it failed at the customer site. However, it was not possible to reproduce the issue at the manufacturer site. Therefore, the root cause for the gas module failure cannot be established. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.